Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found. Right ventricular (rv) threshold stable around 0.9v max, and 0.65v average, average max amplitude setting: 1.5v. Impedance trend stable and within range. 120 short interval counts (sic) since (B)(6)-2009 and no lead warning.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addrs1 implantable pulse generator, implanted: (B)(6) 2003; 5554 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient has occasionally felt lassitude over the previous two months. On electrocardiogram, the right ventricular lead did not have capture. The threshold was also noted to have increased. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.